Manufacturer narrative:
The fse stated that the cause of the shock was determined to be damage to the white insulating film located in between the heatsink and u48 ic chip. The damage to the insulating film resulted in direct contact of the board circuit with the heatsink, which the fse came in contact with when he received the shock. The inverter board is an internal pc board located inside the centrifuge enclosure, and therefore this failure would not present a safety risk to the end user. The fse measured the voltage at the heatsink due to the loss of insulation and reported the reading to be 130 volts. The fse reported that the issue was resolved by replacing the damaged insulating film with the film from the inverter board that had just been removed from the instrument. This restored the insulation of the heatsink. (B)(4).

Event description:
The field service engineer (fse) reported that receiving an electrical shock while performing a service activity on an internal instrument component (inverter board) of an optima xpn-100 centrifuge. There was no reported injury. The fse did not seek medical attention.